Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A customer reported a power source alert for their device. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the customer used a tandem charging cable and wall adapter, and left it plugged in for at least 30 minutes, at which point the pump began charging and no further assistance was needed.